Event description:
It was reported that the customer experienced intermittent occlusion alarms. The customer's blood glucose level was 350 mg/dl. The customer changed the infusion set and cartridge to resolve the issue and resumed insulin delivery.